Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion alarm event on (B)(6) 2026. The blockage was at the site. The site of insertion was abdomen. No further information available.